Event description:
The customer reported the 8800 system has intermittent boot problems. The boot halts has "no signal input" is displayed on both monitors. No pt injury is reported.

Manufacturer narrative:
The service rep re-seated the workstation pcb's, dc voltages and the system checked out fine. He also replaced the single board computer and the power good cable. The system operates as intended.